Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning triggered for low pacing impedance on the right ventricular (rv) lead. In addition, the right atrial (ra) and left ventricular (lv) leads also exhibited low pacing impedance. The rv lead was reprogrammed while no changes were made to the ra and lv leads. The leads remain in use. No patient complications have been reported as a result of this event.